Manufacturer narrative:
Concomitant medical products: 4470, bsx lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that at the hospital they noticed something odd/peculiar about one of the leads. The lead remains in use. No patient complications have been reported as a result of this event.